Event description:
A caller reported a cartridge alarm issue with their device. There was no adverse impact on the customer¿s blood glucose level. With the assistance of technical support, the caller successfully loaded a new cartridge using the correct technique and was able to resume insulin therapy. The issue was resolved without further complications.